Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-36691. It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient had three separate ventricular tachycardia and ventricular fibrillation events while capconfirm automatic tests were being performed. It was noted that during one of these tests, low voltage loss of capture occurred. The patient device was reprogrammed. The patient was reported to be in stable condition.